Event description:
It was reported the pt (B)(6) is experiencing discomfort at the ipg site as well as a shooting pain which extends from the ipg to the lower abdomen. The latter discomfort is reportedly intermittent and is said to occur regardless of the stimulator's function. In addition, it was reported, the pt's ipg is mobile in the pocket upon palpation. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.